Manufacturer narrative:
H3: analysis confirmed balloon damage. The balloon catheter was returned in several segments. The distal tip of the balloon along with the distal marker band, along with approximately 800mm of the inner shaft were not returned. The missing components were believed to be stuck to the guidewire. The guidewire was not returned.

Event description:
The balloon catheter was used during a percutaneous transluminal angioplasty (pta) procedure. The site inflated the balloon into the interior and exterior iliac artery. It was noted the internal and external iliac arteries were heavily calcified. When deflating, the balloon ruptured. The balloon catheter was individually removed, but pieces of the balloon stayed on the wire. The site was able to capture the remaining pieces with the catheter. The process resulted in approximately one hour procedure delay. There was no patient harm.

Event description:
Additional information received from the distributor indicated the device was prepped per IFU. There was no indication damage during device preparation. The site denied torquing or twisting device during loading to the target lesion. Vessel calcification was noted to be high with an approximate lesion length of 150mm. The degree of stenosis was reported to be a complete total occlusion (cto). The number of total device inflations and if device movement was required between inflations were unknown. The procedure was considered successful. It was noted that more endovascular work was required, but there was no surgical intervention. The patient was successfully discharged. The balloon was used to create a track. Once access was obtained and the lesion was crossed, a drug coated balloon (dcb) was used. The missing segments of the balloon were unable to be retained for return analysis.